Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in ventricular pacing impedance (>2000 ohms). This ICD is involved in a product advisory.

Manufacturer narrative:
Event conclusion: cpi reliability assurance testing of the device found the tool-less connector spring electrodes (in the ventricular connector) to have metallurgical anomalies at the point of contact with the lead. The metallurgical anomalies may have caused an increase in the contact resistance of the electrodes, which is relative to the impedance measurements and sensing of the ventak av device. The device was put through a series of diagnostic tests, which verify the performance of the telemetry, pacing, sensing, and defibrillation therapy. The device performed normally throughout all tests and was found to meet electrical specifications.